Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Device: serial number (B)(4), lot number 62608. The event of complication related to procedure/surgery (hemorrhage) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported xen®45 gts was opened but not used due to the patient had a retinal hemorrhage from the lidocaine block prior to implantation and the case could not proceed as planned.